Event description:
The customer reported that during a preventive maintenance on the iabp, they observed that the iabp screen was scrolling with mixed up pixels. No patient was involved.

Manufacturer narrative:
The company representative replaced the video receiver board (0670-00-0736). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).